Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event involved a patient 164cm in height. While in the ICU the (iab) intra-aortic balloon catheter was prepped, the sheath was inserted into the patient's left femoral artery. When advancing iab catheter into the sheath, the clinician felt resistance. Therefore, the iab catheter with sheath was withdrawn. An iab-s840c kit was opened for use. There was no reported patient death injury or complications. There was a delay / interruption in iabp therapy however no harm to the patient was reported. Additional information received on 06/06/2016. Per more information received, the iab was prepped per the IFU. The iab membrane did not begin to unwrap prematurely prior to insertion. The md did not use the same swg. See 1219856-2016-00143 ((B)(4)) for the second reported event involving the same patient.

Manufacturer narrative:
Qn#(B)(4). Returned for evaluation was a 30cc 7.5fr iab in its original packaging box. The one-way valve was returned connected to the short driveline tubing. Approximately 2.0cm of the teflon sheath was noted over-extended past the distal tip of the iab. Approximately 7.0cm of the balloon was uncovered by the teflon sheath. Blood was noted on the bladder membrane below the proximal end of the sheath. The balloon was loosely wrapped. No kinks, bends, or damage was noted to the device. The bladder thickness was measured at six points with measurements within specification. The inner tip of the teflon sheath was measured within specification. The outer diameter of the teflon sheath was measured and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. After removing the sheath from the catheter, the bladder membrane appeared slightly bunched up at the tip of the catheter. The iab was submerged in water and leak tested. No holes or leaks were noted. The iab passed leak test. See other remarks section. Other remarks: a 0.025in guidewire was front loaded through the luer end of the iab. The guidewire was able to fully advance with no resistance. The guidewire was back loaded through the distal tip of the iab. The guidewire was able to fully advance with no resistance. No blood or debris exited with the guidewire. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of insertion difficulty is confirmed. The balloon of the iab was returned covered with the teflon sheath indicating potential insertion difficulty. Both the iab bladder membrane and teflon sheath passed dimensional inspection. The root cause of the complaint is undetermined.

Event description:
It was reported that the event involved a patient 164cm in height. While in the ICU the (iab) intra-aortic balloon catheter was prepped, the sheath was inserted into the patient's left femoral artery. When advancing iab catheter into the sheath, the clinician felt resistance. Therefore, the iab catheter with sheath was withdrawn. An iab-s840c kit was opened for use. There was no reported patient death injury or complications. There was a delay / interruption in iabp therapy however no harm to the patient was reported. Additional information received on 06/06/2016 per more information received, the iab was prepped per the IFU. The iab membrane did not begin to unwrap prematurely prior to insertion. The md did not use the same swg. See 1219856-2016-00143 (tc1900046040) for the second reported event involving the same patient.